Manufacturer narrative:
The initial complaint by the customer did not indicate that an MDR would be required. However, the consumer stated on 04/06/2018 that she required treatment. Based on the information received, aso opted to file an MDR. Aso performed testing on retained samples and reviewed records of biocompatibility studies.

Event description:
The initial report on 02/22/2018 consumer informed that she had a breakout around the adhesive area. She will seek medical attention. However, on 04/06/2018 the consumer sent a follow-up report indicating that she required treatment. Consumer informed that she used the product after a surgery and had reaction to the bandage. Consumer stated that the product caused an irritation that it looked as a burn.